Event description:
Blade burned patient's skin. Additional information received from sales rep: the surgeon did not fault the device and stated that the blade was bending and lying on patient's skin thus burning the skin in the shoulder area, unknown exact location. He was not made aware of the pump settings, however he indicated the surgeon does regularly use irrigation when using the blade. Unknown status of patient's post-op.

Manufacturer narrative:
The used blade was returned along with five unused blades. The used blade was evaluated dimensionally and it was observed that the outer blade was bent .17". The inner blade was bent .118". If the patient was burned, it was likely due to excessive friction between the inner and outer blades, due to the significant bending of the assembly. The remaining unused blades from the manufacturing lot were found to be straight. (B)(4).